Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields sex (a3a) and gender (a3b), in section a - patient information and describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a septal perforation. A left atrial appendage (laa) closure procedure was being performed. A versacross connect laac access solution, a watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The physician removed the wds and was from the patient and noted a septal dissection. It its possible that the misalignment with versacross rf wire may have contributed to the perforation. There were no other complications resulting from this so no additional treatment or intervention was performed. The patient will be monitored and expected to make a full recovery from this event before being discharged from the hospital. The device is not expected to be returned for analysis. It was further reported that a dissection occurred in the septum. The transseptal puncture had been completed when the perforation was noted. Location was confirmed when checking ias shunt for perforation. The actual tsp hole was different when checking tenting the shunt after wm placement. Tsp was completed prior to noticing the perforation. Patient was hospitalized within standard time and discharged. There were multiple attempts to track up and down the versacross dilator. The radio frequency may have been applied once or twice and the wire was wire very quickly advanced into the left atrium. No particular problems were noted during puncture. No pericardial effusion was present. No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a septal perforation. A left atrial appendage (laa) closure procedure was being performed. A versacross connect laac access solution, a watchman access system (was) and a 27 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The physician removed the wds and was from the patient and noted a septal dissection. It its possible that the misalignment with versacross rf wire may have contributed to the perforation. There were no other complications resulting from this so no additional treatment or intervention was performed. The patient will be monitored and expected to make a full recovery from this event before being discharged from the hospital. The device is not expected to be returned for analysis.